Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #3) used to treat the patient. The patient's attorney did allege injuries including adhesions, mesh shrinkage (contraction), hernia recurrence, and pain. Recurrence and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use a possible complication. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #3). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #1) and bard/davol ventralex (device #2). Should additional information be provided a supplemental emdr will be submitted. No not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #1) or an unspecified bard/davol ventralex (device #2) or an unspecified bard/davol ventralex st (device #3) on (B)(6) 2011 or (B)(6) 2012 or (B)(6) 2014. The attorney alleges the patient had injuries including adhesions, mesh shrinkage (contraction), hernia recurrence, and pain. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip (device #1), the ventralex (device #2), and the ventralex st (device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."